Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, multiple occlusion alarms occurred. A supply change was performed to address the occlusions. Reportedly, the customer was using u-500 insulin within the cartridges. Tandem technical support advised the customer against using off label insulin with the pump. There was no reported impact to the customer's blood glucose level.